Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the initial endotracheal tube position was 22cm at the lips post intubation. Post bronchoscopy, the cuff was clearly visible at the vocal cords and the tube was advanced by 2cm to a depth of 24cm at the lips. Before midnight the tube remained high on the chest x-ray despite previous advancement. The tube was advance again and noted that for it to past the cords, the tube needed to be advanced to a depth of 28-30 cm which was quite deep as the tube was likely curled at the back of the throat. Once proceeded to exchange the tube, there was definitely a curvature noted. However, there were no obvious kinks, bends or deformities to the endotracheal tube itself.